Event description:
It was reported by the customer that the device's hard paddles would not deliver energy during the user test. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
Physio-control provided customer with the part # for a replacement set of hard paddles. The customer later confirmed that after replacing the paddles the device was functioning properly. It was also indicated that the removed hard paddles have been disposed of by the customer. Further root cause of the reported failure cannot be determined.